Event description:
The pt was premedicated & blocked in the preop holding area, brought to the operating suite, prepped & draped. The operating microscope was used throughout the procedure. Phacoemulsification of the lens, noted some fine metallic chips, were admitted from the tip of the phaco instrument.this handpiece was changed & the small metallic chips were irrigated out. The pt returned to physician's office for follow-up. There was metallic chips (fine) seen in pt's eye.